Event description:
A zoll distributor returned monitor sn (B)(4) and reported that the monitor was unable to power on.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. As received, the monitor was intermittently resetting during a device download. Upon eval, the monitor exhibited a flash memory failure at bga components u102 and u105 on ca board sn (B)(4). Root cause investigation into devices exhibiting similar failures modes indicates likely intermittent bga connections. The intermittent connections are likely induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the intermittent connection may have been accelerated through rough handling. No adverse event resulted from the defective monitor.